Event description:
An order for 100 gram trutol dextrose was placed to the vendor and the clinic received confirmation that the order was received three days later. Almost a month later, the staff discovered that the supplies were 50 gram dextrose bottles not 100 gram bottles. Fisher scientific was contacted immediately and upon investigation, confirmed that packages of 50 gram dextrose was erroneously placed in the order. Fisher scientific confirmed that the only shipment affected by the error was this delivery. All patients who had undergone routine gestational glucose tolerance testing from this lot were notified and asked to return for repeat testing because they had been tested with the incorrect lower dose of dextrose. In the mgh investigation, the bottles for the 50 gram and 100 gram doses are almost identical. They are the same height, shape, color and have very similar markings. The lettering for the doses is boldfaced and slightly larger than the rest of the print.